Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was 15 mm in length, 18 x 20 mm in diameter with 40 degree angulation and some calcification in the neck. The aortic neck created a shelf just above the aneurysm sac which bulged right below the aortic neck. It was reported that there was a large proximal type 1 endoleak seen on the angiogram. The physician modeled the stent graft with a ballooned and the type I endoleak improved; however, there was still a small type 1 endoleak present. The decision was made to not further intervene and two weeks post stent graft procedure the CT revealed that the proximal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; shelf of calcification in the proximal neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; shelf of calcification in the proximal neck).